Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause is unk at this time. (B)(4).

Event description:
A rep of the healthcare clinic reported that the fluidics of the system were off. The surgeon had indicated a trampoline type effect was occurring in the anterior portion of the eye after an occlusion occurred. Per the service request report, there was no impact to the pt. Add'l info has been requested.